Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that health care professional opened the package and found that the anterior part of the guidewire was split and could not be used. So a second device was used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed part of a guidewire. The guidewire exhibited a split and the wires were observed to be separated. No use residue could be seen on the guidewire in the returned photograph. Although a frayed guidewire was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Event description:
It was reported that health care professional opened the package and found that the anterior part of the guidewire was split and could not be used. So a second device was used. No other information was provided.